Event description:
It was reported difficulty was encountered removing this balloon catheter through the introducer sheath during a femoral artery angioplasty procedure, which resulted in the balloon material detaching and remaining in the introducer sheath. The introducer sheath and detached balloon material were removed from the patient successfully was a unit. The patient's condition is good. This device has not been received for evaluaiton. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date for this lot number. The company's attemps to obtain further information regarding the circumstances surrounding this event were unsuccessful. Should further information become available, a supplemental medwatch report will be filed under the appropriate sequence number. User technique and or patient anatomy may have contributed to this event. Additionally, the company's follow up revealed this device had exceeded its expiration date. However, the company is unable to determine the exact cause for this event. The company's direction's for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."